Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, running fast testing, and hla testing without duplicating the report. Internal inspection of the device found not discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.